Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they received replace battery now alert without low battery alert. The customer's blood glucose was 220 mg/dl at the time of incident. The customer's mother stated that they changed multiple batteries but the insulin kept alarming replace battery now alert. The customer's mother was advised to insert a new battery. The insulin pump will not be returned for analysis.